Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5067091.

Event description:
Procedure performed unknown. "Rupture of the fogarty balloon with dislodgement in the tibial peritoneal trunk." Additional information received via email from complainant on february 8, 2017 - the product cannot be returned and the lot# is confirmed to be unknown. The balloon did not occlude the vessel. The surgeon was able to safely remove pieces of balloon. It was unknown if there was damage to the vessel. The catheter did not come into contact with any sharp objects throughout the procedure. It is unknown if the surgeon had difficulty inserting or removing the catheter. It is unknown if unintended material was left in the patient. Type of intervention: required intervention. Patient status- dc'd from hospital; surgeon was able to safely remove pieces of balloon. It was unknown if there was damage to the vessel.

Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.